Manufacturer narrative:
Calibration and qc were acceptable for all assays. No issues were identified during a review of the alarm trace data. The field service engineer (fse) visited the customer site and did not identify any issues with the c501 module. The mpa was also investigated and was found to be operating within specification. The customer has had no further issues since the service visit. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned results for 1 patient tested for a full chemistry panel on a cobas 6000 c (501) module. Based on the data provided, discrepant results were identified for ise indirect na, k, ci for gen.2, gluc3 glucose hk (gluc3), crej2 creatinine jaffé gen.2 (crej2), ureal urea/bun (ureal/bun), bilirubin total gen. 3 (bilt3), astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (astl), altl alanine aminotransferase - pyridoxal phosphate activated (altl), ca2 calcium gen.2 (ca2), tp2 total protein gen.2 (tp2) and alb2 albumin gen.2 (alb2). The initial results from an aliquot from the modular pre-analytics (mpa) were reported outside of the laboratory. The same aliquot was repeated with similar questionable results. The patient was sent to the ER for a redraw. The redraw results run at a different laboratory were normal. The customer then repeated the sample from the primary tube and the results were normal. The customer also took a new primary tube sample and ran it with normal results. No adverse event occurred. The na, k and cl electrode lot numbers and expiration dates were not provided. The gluc3 reagent lot number was 37118201 with an expiration date of 31-dec-2019. The crej2 reagent lot number was 37405701 with an expiration date of 31-jul-2020. The ureal/bun reagent lot number was 36963201 with an expiration date of 30-jun-2019. The bilt3 reagent lot number was 35602601 with an expiration date of 29-feb-2020. The astl reagent lot number was 37300901 with an expiration date of 31-jan-2020. The altl reagent lot number was 37149501 with an expiration date of 31-dec-2019. The ca2 reagent lot number was 38472401 with an expiration date of 31-mar-2020. The tp2 reagent lot number was 38115401 with an expiration date of 29-feb-2020. The alb2 reagent lot number was 38237601 with an expiration date of 29-feb-2020.